Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device may have had premature battery depletion. The device was removed and replaced. It was also reported that the atrial and left ventricular leads had high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.